Event description:
It was reported that "when dr hux was tightening screw into plate the tip of the inner shaft broke and the prongs on the quick turn screwdriver bent. Doctor finished surgery by using another quick turn in the set. Surgery finished with no problems."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.